Event description:
Complainant alleged that medics were treating a pt who was presenting a ventricular fibrillation heart rhythm. Medics attempted to charge the device to 200 joules, but the device did not discharge, and the joule setting displayed on the device went up and down the joule range. The medics performed CPR on the pt, as he was transported to the hosp. The pt subsequently expired. Subsequent to being informed of the above documented malfunction, zoll rec'd add'l info from this customer that a malfunction was observed previous to the malfunction occurring. In 99, during a training session, device would not charge, and it displayed a "paddles shorted" error message on the device screen. The customer indicated that the fault could not be duplicated subsequent to the training session. The device was placed into service. There was no pt involvement in this malfunction.